Event description:
According to the distributor's report, the device was used to close an eyebrow laceration. During application, the pt moved and some of the adhesived dripped across the eyelids gluing the eye shut. Ophthalmic ointment was applied and the pt was referred to an opthalmologist. The pt's eye is reported as raw from separation attempts. No further info is reported.